Manufacturer narrative:
Dräger was contacting the user facility to obtain further information. It was reported that the device was still equipped with the initial internal battery installed at the time of manufacture in (B)(6) 2016. There was a mains power loss during surgery and - due to its age, the internal battery was not able to supply the workstation with electrical power. A complete shutdown was the consequence. It is recommended to perform a pre-use check on a daily base. The device indicates if the battery is not fully charged or even not available at all, respectively. Part of the manual checklist is a test item that verifies if the device can run on battery or not - the unit shall be disconnected from mains supply to check if the battery takes over the power supply for the device; an alarm of type "internal battery activated" is expected to observe then. The battery is subject to ageing effects and shall be replaced at least every three years during preventive maintenance. Dräger finally concludes that a chain of use errors in combination with lack of maintenance has contributed to the event.

Event description:
It was reported that - shortly before the surgical procedure was finished, the device shut down completely. As per report, the users were ventilating the patient manually until awakening; no consequences have occurred.